Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via helpline solutions tracker of high blood glucose readings. The customer stated that her blood glucose readings have consistently been in the 400s mg/dl. The customer stated that she has been hospitalized due to her high blood glucose readings. The customer stated that she was told not to change her sensor until it alerted her to. The customer stated that she will try to put in another sensor and call back to troubleshoot.